Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was returned to clinical service.

Event description:
User facility voluntary medwatch rec'd from cdrh that stated: "patient did not receive full dose of adriamycin as prescribed. Suspect tubing got 'kinked' which prevented flow of solution. There is no mechanism (no alarm) in the pump to alert the pt if the solution is not infusing from the bag to the pt. Problem was discovered when the bag was disconnected, where 60% of the solution was still left in the bag and the pump stated the bag was empty and the infusion stopped." Upon further query the following info was provided that indicated the device did not alarm when a distal occlusion was present. On an unspecified date, the pump was programmed to deliver 117mg of adriamycin for a duration of 72 hrs. After 72 hrs, the visiting nurse expected the medication bag to be empty; however, an unspecified amount of medication remained in the bag. No audible alarm was noted. The customer contact stated that the "kinked tubing at the filter" caused an underdelivery of the medication. There were no reported adverse pt effects. No medical interventions were rquired. Therapy was completed using the same device and a new tubing set. Though requested no additional info was provided.